Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the systems screen went black and they had to reboot twice during a procedure. There is no report of patient injury associated with this event.